Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure, no capture was observed after the lead was fixed. The procedure was completed with the use of a replacement lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.the reported event of failure to capture was not confirmed.